Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 526 mg/dl while wearing the pod between 5 and 24 hours. The patient¿s parent suspected that the pod was leaking insulin as they could smell insulin at the infusion site (back), when the pod was removed, the cannula was observed to be bent. It was reported that the patient experienced vomiting and their ketones measured 4.2. The patient was treated with insulin administered with a pen and intravenous fluids.